Manufacturer narrative:
This event occurred in (B)(6). The customer's calibration and qc data were acceptable. Based on the provided data, a general reagent issue can be excluded. The sample centrifugation speed was higher than the tube manufacturer's recommendations. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys troponin t hs results for one patient tested on a cobas 8000 e 801 module. The patient's initial troponin result was reported outside the laboratory. The patient's physician did not trust the initial result due to the result not matching the patient's clinical picture. The physician requested the sample to be repeated. The customer performed repeat testing for confirmation. On (B)(6) 2020, the patient's initial troponin result was 164 ng/l. On (B)(6) 2020, the patient's repeat troponin result was 45 ng/l. The repeat result was determined correct due to the result matching the patient's clinical expectations. The troponin reagent lot number was 47003401 with an expiration date of 31-jul-2021.